Event description:
Caller states the customer could not get out of bed and was dizzy. Caller helped him to test his blood sugar and the result was 10.2 mmol/l at 13:59 on the mobile system. The customer was still acting abnormal, being confused and dizzy, and unable to help himself, neither could he stand up. She did another test with the same mobile meter: at 14:28 the result was 6.3 mmol/l. Since the customer was not improving, the caller called for an ambulance. Paramedics arrived and did a blood sugar test with their meter at 14:45 and the result was 2.1 mmol/l. The paramedics treated the customer with IV glucose. Customer's low blood glucose symptoms improved. Requested return of suspect device, however the test cassette has been discarded.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device will not be returned to manufacturer.